Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing a patellar clunk.

Manufacturer narrative:
This report will be amended when our investigation is complete.